Event description:
A customer reported that the infusion cannula dislodged from the trocar cannula during a vitreoretinal procedure. The infusion cannula was exchanged and the procedure and completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).